Event description:
Plaintiff alleges suffering from a latex related illness and injury and sustained the following injuries, respiratory problems, anaphylactic reaction, related mental and emotional distress and will suffer substantial loss of earnings and earning capacity.